Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 70x5mm, eccentric and the de novo target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. Following predilation, a 6x80x120 epic¿ stent was selected for use. However, during unpacking, it was noted that the stent was partially opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent inadvertent deployment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 70x5mm, eccentric and the de novo target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. Following predilation, a 6x80x120 epic stent was selected for use. However, during unpacking, it was noted that the stent was partially opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 11.5mm from the distal end of the middle sheath. There are multiple kinks along the whole sheath. Microscopic examination revealed buckling to the middle sheath 2.5mm from the distal end of the middle sheath. The lock is still on the rack and the middle sheath is still sitting on top of the proximal end of the tip. Inspection of the remainder of the device presented no damage or irregularities.